Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's activated clotting time (act) level was 337 and 343 seconds. The occluder was implanted. Original computed tomography (CT) showed slow contrast filling. The patient was discharged after the procedure on dual antiplatelet therapy (dapt). On (B)(6) 2025 during a 90-day follow-up CT, a surface thrombus was noted on the superior aspect of the occluder, measuring at 9mm x 5mm. On (B)(6) 2025 the patient started on coumadin. On (B)(6) 2025 the patient's international normalized ratio (inr) was 1.1 the patient was compliant with their anticoagulant. (B)(6) 2025 the patient's international normalized ratio (inr) was 2.1. The patient status was stable.

Manufacturer narrative:
It was reported that a surface thrombus was noted on the superior aspect of the occluder during 90-day follow-up CT. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However, cine review appeared to show disc measured at 21 mm below the limbus ridge with what appears as hypo-attenuated thickening in the acute angle of the limbus and disc consistent with a large or high-grade thrombus. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The patient was started on medication, and reported to be stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-impact code: 4614 - serious injury/illness/impairment.